Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a ventricular tachycardia (vt) episode in which therapy was withheld due to the implantable cardioverter defibrillator (ICD) determining the episode as a supra ventricular tachycardia (svt). The device¿s pr logic algorithm withheld therapy. The device remains in use. No further patient complications have been reported as a result of this event.